Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: during the procedure. It was reported that two days prior to a right common carotid / internal carotid artery stenting procedure, the patient was hospitalized for a coronary event. A head CT showed a remote left frontal parietal lobe infarct and white matter changes. On the day of the procedure, prior to the introduction of any abbott devices, the patient received two doses of vasotec totaling 5mg for preprocedure hypertension. Upon introduction of the emboshield wire, there was some difficulty advancing the wire. It eventually advanced and was placed successfully; however, the patient experienced severe hypotension and became unresponsive with decreased left sided movement. A levophed IV drip was started. As the blood pressure increased, the patient became awake and oriented. Postprocedure, the patient experienced a vasospasm in the right femoral artery. The patient remained awake with some residual left sided weakness and left facial palsy. A post-procedure had CT showed no change from the previous CT; however, the event was diagnosed as an embolic infarction. Five days post-procedure, the patient was discharged to a rehabilitation facility. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was provided. Hypotension, embolic strokes and vasospasms are known adverse events associated with the use of this device as listed in the emboshield instructions for use. The information from the case description was not sufficient to determine a conclusive root cause for the difficulty advancing the device. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this event.